Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered pelvic pain and uterine haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure coils (protruding into endometrial cavity)') in an adult female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, uterine bleeding and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: reactive changes. Endometrium: secretory endometrium; negative for atypical hyperplasia and carcinoma. Myometrium: adenomyosis. Uterine serosa: unremarkable. Bilateral fallopian tubes: unremarkable fimbriated fallopian tubes. B: right anterior cul-de-sac, biopsy: focal area suggestive of endometriosis. C: left anterior cul-de-sac, biopsy: endometriosis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: fu one and two were processed together. Medical record received: new events were added: malpositioned essure coils (protruding into endometrial cavity), patient history, lot number and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malpositioned essure coils (protruding into endometrial cavity)') in an adult female patient who had essure (batch no. A20062) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular periods, uterine bleeding and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: reactive changes. Endometrium: secretory endometrium; negative for atypical hyperplasia and carcinoma. Myometrium: adenomyosis. Uterine serosa: unremarkable. Bilateral fallopian tubes: unremarkable fimbriated fallopian tubes. B: right anterior cul-de-sac, biopsy: focal area suggestive of endometriosis. C: left anterior cul-de-sac, biopsy: endometriosis. Lot number: a20062, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.